Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector pins) was confirmed. Upon eval, one of the pins on the trunk cable connector was bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pin could not be positively identified but was likely excessive force. No adverse event resulted from the bent pin. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) female pt's electrode belt had damaged connector pins. The pt was issued a replacement electrode belt.